Manufacturer narrative:
Age at time of event: 18 years or older. It is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.  (B)(4).

Event description:
Reported via 2017 cardiovascular intervention and therapeutics (cvit) conference. It was reported that slow-flow and an elevated sinus tachycardia (st) occurred. The re-stenosed target lesion was located at the left anterior descending artery. A 2.00mm rotalink¿ plus was selected for use. During ablation of the target lesion, slow-flow occurred when neointima was skipped. Afterwards, it was observed that an elevated sinus tachycardia (st) had occurred. An unspecified stent was then placed after nitro coronary injection was performed. The procedure was competed and there were no further patient complications reported.